Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2009) is considered to be a best estimate. This emdr represents the bard 3dmax light (device 2). An additional supplemental emdr was submitted to represent the bard 3dmax light (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of 3dmax light mesh (device #1 ¿ right side and device #2 ¿ left side). Per operative notes, ¿the hernia sac was dissected. Right and left inguinal side two 3dmax light mesh (device #1 and device #2) was placed and secure it with protack suture.¿ (B)(6) 2013 - patient was diagnosed with pelvic pain thereby underwent revision surgery. (Note: in mrr, there is no further procedure or explant details present).